Event description:
(B)(4). From the time I got it implanted I had a "menstrol" for 3 weeks out of a month 1 week off, extremely heavy bleeding to the point of soaking thru a tampon in less then 2 hours. Severe cramping all month long. Metal taste in my mouth all the time. Uncontrollable moods. Severe allergies. Hormonal issues, loss of weight, severe fatigue, insomnia, nausea that all continued until the devises were removed.